Manufacturer narrative:
(B)(4). The event was reported to have occurred on an unspecified date two weeks prior to the receipt of the report. The actual device was not available; however, a companion sample was received for evaluation and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced respiratory distress (trouble breathing) and unspecified paralysis coincident with an unspecified surgical procedure involving a clearlink set. The y-sites of the clearlink set had a syringe of versed (dosage not reported), a syringe of rocuronium (dosage not reported), and a syringe of an unspecified non-anaesthetic drug (dosage not reported) attached for intravenous delivery. While the doctor was pushing the unspecified drug, the patient experienced partial paralysis and breathing difficulties, which was indicative of an incidental administration of versed or rocuronium. The doctor believed that less than 1cc of either of the anaesthetics was administered. Medical intervention and treatment for the event was provided, but specifics of the treatment were not reported. The patient has recovered from the event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test and a simulated use test was performed on the sample by spiking it, connecting it to an in-house secondary set, priming and checking for flow. The sample primed and flowed normally and no other issues were identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.